Event description:
The customer reported display not working. The customer reported the unit beeped every 1 or 2 seconds and will not power on. The customer reported the unit will not power on and was alarming. The customer confirmed the liquid crystal display (lcd) cable was connected to the wrong port. The customer also identified the data acquisition (daq) board was malfunctioning, information was not transferring from (daq) board to the printed circuit board assembly (pcba). The customer will order (daq) board to fix problem and pm kit.

Manufacturer narrative:
G5:510(k)#: k102985 b4:02jul2021 the customer replaced the data acquisition (daq) printed circuit board assembly (pcba) to resolve the issue found during servicing.